Event description:
It was reported that "the surgeon decided to remove the plate for placement purposes after he already had screws placed. When he was removing the screw to try and replace the plate as instructed by the technique guide, the doctor was unable to get the screw to disengage from the plate. When this task was finally accomplished, the inner locking ring had broken, therefore not allowing this plate to be reused. All pieces were extracted from the pt and a different plate was used. The hospital misplaced the plate, therefore there will be no plate to return for investigation."